Event description:
It was reported that a user paused and disconnected the ilet for an MRI, then experienced a rapid glucose rise after reconnection followed by a rapid decline, culminating in an urgent low reading confirmed by fingerstick as ¿low.¿ symptoms included hypoglycemia with urgent low glucose. Outcomes included self-administration of intranasal glucagon with subsequent hyperglycemia to approximately 250 followed by another drop that the user treated with oral glucose, without hospitalization. Investigation included review of the event chronology and user report, as well as troubleshooting and education on managing disconnection, reconnection, and hypoglycemia treatment. Investigation of this case revealed no device malfunction and suggested that glucose excursions were temporally associated with pump pause and subsequent resumption of insulin delivery after disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.